Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test +6.75%. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D4 - primary UDI number and h4 - device mfg date: corrected. H3 and h6. Codes: updated. Device analysis: one pump was returned for analysis in used condition. Functional testing could not duplicate the reported issue. Visual inspection found the downstream occlusion (dso) seal was delaminated, and that the latch lock was excessively tight. The dso seal was replaced, and the latch lock mechanism was readjusted. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.